Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein two leads were implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that x-ray showed leads moved causing non-target stimulation.

Event description:
A report was received that the patient experienced a gigantic shock like he seemed to have a stroke like event causing the patient locked the jaw up and twitching muscle. The physician believed that the stroke like event was caused by the device. Database analysis revealed no anomalies. The device appeared to be working as expected and the complaint could not be confirmed. The patient will undergo a revision procedure.

Event description:
A report was received that the patient experienced a gigantic shock like he seemed to have a stroke like event causing the patient locked the jaw up and twitching muscle. The physician believed that the stroke like event was caused by the device. Database analysis revealed no anomalies. The device appeared to be working as expected and the complaint could not be confirmed. The patient will undergo a revision procedure.

Event description:
A report was received that the patient experienced a gigantic shock like he seemed to have a stroke like event causing the patient locked the jaw up and twitching muscle. The physician believed that the stroke like event was caused by the device. Database analysis revealed no anomalies. The device appeared to be working as expected and the complaint could not be confirmed. The patient will undergo a revision procedure.